Event description:
It was reported that the patient had experienced a low blood glucose event and was admitted to the emergency room on (B)(6)2026. The low blood glucose had been treated using a glucagon injection. The duration of the emergency room stay was one day and the infusion set had been in use for forty-eight hours.

Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number (B)(4).